Manufacturer narrative:
UDI #: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was reported through implant patient registry, a patient originally implanted with a 29mm 7300tfx valve in the tricuspid position for 1 year 3 months, underwent an explant procedure for unknown reasons. The patient received a replacement 27mm 7300tfx aortic valve. The current patient status is unknown. There is no allegation of device deficiency.

Event description:
Through the receipt of medical records the patient originally implanted with a 29mm valve in the tricuspid position for 1 year 3 months, underwent an explant procedure due to tricuspid valve endocarditis with pseudomonas and mrsa, ivda, calcification. The patient received a replacement 27mm aortic valve. The patient was discharged on pod #23 in stable condition.

Manufacturer narrative:
Patient codes, manufacturer narrative: prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case, the subject device was initially placed for native tricuspid valve endocarditis ¿ pseudomonas. Based on this information, it has been determined that the recurrence of endocarditis was due to patient related factors. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: corrected information; device codes, result codes.